Manufacturer narrative:
(B)(4)CT. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the active blade broke off. It was not reported how it was retrieved. A new device was used to complete the procedure. There was no patient impact reported. The device will be returned.